Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_prog, serial # unknown, product type programmer, physician.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained dilaudid and fentanyl at an unknown concentration and dose. It was reported there was a drug related programming error. The wrong drug concentration was entered. The secondary drug concentration was entered at the last refill. No patient symptoms were reported. It was unknown when the event occurred. The representative was on site to assist with correcting the secondary drug concentration. The secondary drug concentration did not match what was in the pump. The hcp was going to update the secondary drug concentration, re-enter the simple continuous dose and program an increase for the patient activated (pa) dose. The hcp was not going to program a bridge bolus as the primary drug was not changing, and the drug in the pump was not changing. The representative had to go complete the update with the hcp and did not have time to provide any additional information. The representative called back and confirmed primary concentration and dose were not changing, and secondary drug concentration and dose were not actually changing either; it was just entered incorrectly initially. The drug was actually dilaudid 5000 mcg/ml but programmed as 500 mcg/ml. The dose was listed as 162.69, but changed to 1626.9 after concentration change. It was confirmed that would be correct and re-confirmed previous drug was truly 5000 mcg/ml not 500. The representative had no further in formation.

Event description:
Additional information was received from the hcp on (B)(6) 2016. It was indicated that there was no wrong concentration of secondary drug entered and that the ¿incoding¿ was incorrect by the programmer and was an operating error. There was no programming error at the patient¿s last refill appointment on (B)(6) 2016. There were no adverse symptoms relating to the operating error. It was later clarified that the statement 'there was no wrong concentration of secondary drug entered; the ¿incoding¿ was incorrect by the programmer' meant that the medication was correct but the way they entered it into the programmer was incorrect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.